Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the replacement post pump line, connected between the y multi connector and the dialysate pump segment, at the level of the y multi connector. This connection component of the set is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed "at the connection point between the replacement fluid tubing (front of the venous reservoir)" of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.